Event description:
It was reported that during a lap cholecystectomy procedure, the pt had a bile duct leak. The clips were malformed. The reop occurred in the first 24 hours. It is unk if the device was reprocessed.

Manufacturer narrative:
D4; h4: info is unavailable; device was not returned for evaluation.